Event description:
On 9/9/84 bilateral subq mastectomy with insertion of gel implants and reconstruction of breasts bilaterally. From summer of 1986 allergy symptoms - asthma, sneezing, coughing and dry mouth noted, dry eyes; on 8/2/88 blood in stool with diarrhea. Dx: irritable bowl syndrome. On 11/7/89 severe pain, edema, redness rt forefoot, placed on ibuprofen. On 11/16/89 asthma; presistent cough wheezing. Rx: inhalers. On 3/16/90 wheezing. Rx: inhalers. On 3/27/90 cough, shortness of breath, wheezing; on 8/17/90 rash, lt hand, wrist and arm of unknown origin x 5 days with swelling. Tx: cortisone. On 2/13/91 sinusitis with fever and bronchitis. Rx: antibiotics. On 11/6/91 pain and swelling lt foot. Unable to bear weight. On 1/22/92 epidermoid cyst lt eye. On 6/11/92 rt elbow pain. Rt lateral epicondylitis. On 8/5/92 rectal bleeding, irritable bowel syndrome. On 8/26/92 astma - shortness of breath; 3/28/93 bronchitis; 9/16/91 and 4/29/93 complained to implant surgeon about distortion of breasts and pain - mammogram done. Complaints ignored. On 5/93 - 11/93 c/o bilateral breast pain, distortion of breasts, hardness of breasts. On 11/4/93 bilateral removal of grossly ruptured implants, bilateral capsulectomy, cautery, irrigation with antibiotic solution was necessary. Bilateral implant of saline implanted 11/93. On 12/2/93 - 12/15/93 red, itchy rash bilateral breasts without fever - normal labs, treated with antibiotics and steroids. Rash subsided leaving breasts especially rt firm, distorted and painful. Dr stated "reaction to extruded silicone." Have had pain in extremities and cervical spine, joint pain, and upper gi.